Manufacturer narrative:
It was reported on june 27th, 2013 ¿ that the tip of the hex driver was found deformed and fractured during use. The plate broke before it was bent at 15 degree during bending. There were no delay to surgery and no adverse consequences to the patient. Additionally, affiliate confirmed that tip breakage occurred intra-operatively. A fracture analysis was performed and results suggest that the driver underwent a static failure due to shear torsional overloading while tightening. No material defects or other abnormalities were observed in this analysis. A review of the device history record indicated no discrepancies. A review of the trend analysis found no observed trends for issues of this nature. The sem fracture analysis¿ results suggest that the driver underwent a static failure due to shear torsional overloading while tightening. Furthermore, visual examination of the mountaineer oc plate revealed that the fracture was located at the plate¿s occipital point. A fracture analysis was performed and results suggest that the plate underwent a static failure due to overloading while bending. No material defects or other abnormalities were observed in this analysis. A review of the device history record indicated no discrepancies. A review of the complaint trend analysis found no observed trends for issues of this nature. It was noted in the fracture analysis report that upon reattaching the plate, the measured angle was approximately 30°, which was above the recommended bending angle of 15°.

Event description:
International affiliate reported that the hex tip of the mountaineer x15 torque driver was found to be deformed during usage. However, examination of the returned device found the driver tip had broken off from the instrument. The affiliate confirmed on (B)(6) 2013 that tip breakage occurred intra-operatively.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.